Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure coils has fallen out of her tube and has embedded itself in her uterus wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (mother of a nine year old boy). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure coils has fallen out of her tube and has embedded itself in her uterus wall"), pelvic pain ("pain in her pelvic area / stuck in pain") and genital haemorrhage ("bleeding everyday"). Essure treatment was not changed. At the time of the report, the embedded device outcome was unknown and the device expulsion, pelvic pain and genital haemorrhage had not resolved. The reporter considered device expulsion, embedded device, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure coils has fallen out of her tube and has embedded itself in her uterus wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (mother of a (B)(6) year old boy). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure coils has fallen out of her tube and has embedded itself in her uterus wall"), pelvic pain ("pain in her pelvic area / stuck in pain") and genital haemorrhage ("bleeding everyday"). Essure treatment was not changed. At the time of the report, the embedded device outcome was unknown and the device expulsion, pelvic pain and genital haemorrhage had not resolved. The reporter considered device expulsion, embedded device, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.